Event description:
Healthcare professional reported rupture on left device. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: analysis of the returned device identified: opening on anterior and weight to the spec. A visual and microscopic analysis was performed which identified: striated opening on anterior and crease flat. Base on the device analysis the final assessment is: a striated opening assessed as surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.